Event description:
Procedure: wedge resection. According to the reporter: the clips were loose after firing the instrument in the tissue of the resection edge. The knife has cut properly. The blood lost was 300 ml. The surgeon had to resect more than wanted.

Manufacturer narrative:
Initial report sent to FDA on 11/03/2009.